Event description:
Visible contamination seen in primary plum set clave port, clave y-site, secure lock, 103 inch. Ref number is 14687-28. Lot # 14800327. Looked at all our inventory and it was only found in one set. Two boxes of that lot number/shipment were received and not put into use.